Event description:
A pump declared alarm 20 during operation, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.